Manufacturer narrative:
The device was received on 28-sep-2022. The device evaluation was completed on 01-nov-2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodged is related to the issue reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that while setting up for the procedure, they experienced a lot of resistance while pushing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received. There was major resistance when the dilator was inserted into sheath. The dilator could not be inserted completely. Only the tip was able to be inserted. The dilator may have kinked while pushing but unsure. However, would not be surprised if there was kinking in the dilator tip due to attempt to forcefully insert the dilator into the sheath. The sheath was not inserted into the body since the issue was observed while prepping the table. No physical issues were observed. However, did not thoroughly scrutinize sheath/dilator. It was unknown if the resistance resulted in any damage to the sheath. Dilator was not stuck but was close to getting stuck due to high resistance. The scrub technician and physician were both unable to insert the dilator into the sheath. The bwi representative did not observe if the technician inserted the dilator concentrically into the hemostatic valve, but the bwi representative did not notice any hemostatic valve damage initially. The major issue was simply high resistance inserting the dilator into the sheath. After several attempts, they dropped a new vizigo sheath (manufactured in june 22) and the procedure went on uneventfully. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-dec-2022, it was observed that the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 01-dec-2022.